Event description:
Related manufacturer reference number: 2017865-2022-00022. It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise was detected on the atrial lead and on the right ventricular lead. No intervention was performed at this time. The patient was in stable condition.